Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported switching screens issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stereotactic biopsy procedure using encor enspire system at vertical approach. During the procure, it was reported that the encor enspire system returned to the driver ready screen during sampling after calibration was completed. It was further reported that the needle was still inside the patient. Immediately before the screen changed, the foot pedal was being held down. Reportedly, the encor driver had successfully completed calibration prior to the issue. However, the screen reverted to the driver ready screen before prompting the user to recalibrate the needle. The procedure was completed by replacing the unit with another encor enspire system. There was no patient injury.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stereotactic biopsy procedure using encor enspire system at vertical approach. During the procure, it was reported that the encor enspire system returned to the driver ready screen during sampling after calibration was completed. It was further reported that the needle was still inside the patient. Immediately before the screen changed, the foot pedal was being held down. Reportedly, the encor driver had successfully completed calibration prior to the issue. However, the screen reverted to the driver ready screen before prompting the user to recalibrate the needle. The procedure was completed by replacing the unit with another encor enspire system. There was no patient injury.